Event description:
Left knee partial meniscectomy [meniscus tear of knee] . Pt will be injected within 2 months instead of 6 [off label use] . Case narrative: initial information received on 15-apr-2019 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5085422. This case involves adult patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and had left knee partial meniscectomy and pt will be injected within 2 months instead of 6 (off label use). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose, once (lot - unknown) for unknown indication. On (B)(6) 2019, after unknown latency, patient had left knee partial meniscectomy. It was reported that patient will be injected within 2 months instead of 6 as the provider felt that another injection would benefit the patient. Corrective treatment: meniscectomy for left knee partial meniscectomy. Outcome: unknown for left knee partial meniscectomy. Seriousness criteria: intervention required for left knee partial meniscectomy. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one. Batch number unknown, global ptc number:(B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 30-may-2019. No safety issues were indicated in this review. Additional information was received on 30-may-2019. Global ptc number and ptc results were added. Clinical course updated and text amended accordingly.

Event description:
Left knee partial meniscectomy [meniscus tear of knee]. Pt will be injected within 2 months instead of 6 [off label use]. Case narrative: initial information received on 15-apr-2019 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5085422. This case involves adult patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and had left knee partial meniscectomy and pt will be injected within 2 months instead of 6 (off label use). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose, once (lot - unknown) for unknown indication. On (B)(6) 2019, after unknown latency, patient had left knee partial meniscectomy. It was reported that patient will be injected within 2 months instead of 6 as the provider felt that another injection would benefit the patient. Corrective treatment: meniscectomy for left knee partial meniscectomy. Outcome: unknown for left knee partial meniscectomy. Seriousness criteria: intervention required for left knee partial meniscectomy. A product technical complaint with global ptc number (B)(4) was initiated and results were pending for he same.